Event description:
The tps bi-directional footswitch was returned for a replacement and exposed bare copper wires were noted. No adverse event was associated with the device.

Manufacturer narrative:
The footswitch was not returned to the user facility; it is not a repairable device.